Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. On occasion rings or valves may be explanted with no evidence of malfunction and are otherwise performing as intended. For example, a patient may undergo open-heart surgery for an unrelated reason. If an indwelling ring or valve has been present for many years, the surgeon may elect to replace it during an unrelated cardiac surgery. In addition, there may be cases in which there is intra or postoperative bleeding related to the procedure and not directly related to the valve. In these cases, the valve may require removal to facilitate repair of the injury. In this case, the valve was explanted to treat pseudoaneurysm on the aortic annulus.

Event description:
Edwards received information through its implant patient registry that a 23 mm aortic pericardial valve, implanted approximately one (1) month, was explanted in order to treat pseudoaneurysm on the aortic annulus. Device was explanted and replaced with a 19mm valve.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Based on the information received the cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information through its implant patient registry that a 23 mm aortic pericardial valve, implanted approximately one (1) month, was explanted and replaced with a 19mm edwards valve. No information has been made available regarding reason for replacement. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.